Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported the patient wanted to reach a manufacturer¿s representative (rep) to schedule reprogramming. The caller reported sudden shocking. The caller stated the patient had shocking waves going across their stomach and said they were gradually getting worse. The patient was unable to walk. The caller stated that on program a, the stimulation turns on and then turns off and sometimes it shocks the patient. The caller stated stimulation has not been turned down or turned off. The caller reported sometimes it was not a shock, but was strong. The caller also reported stimulation was not getting where it needed to be. The caller stated the patient needs stimulation to hit the hip and left leg, but when they are on program a, the patient can feel it in the knee, but then it goes away. No further complications were reported.